Event description:
The hosp rep reported an infusion pump with an 810:11 failure code. The pump was set an infusion rate of 100ml/hr, with a volume to be infused of 51.5ml/hr. The hosp rep stated to baxter customer service that they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, medication involved, tubing product code, or set up of the infusion device. Add'l contact info was requested but no add'l contact was provided.